Manufacturer narrative:
According to the complainant the device is not being returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that a patient's blood glucose levels (bg) reached over 500 mg/dl. The patient reported cannula being bent/kinked, while wearing it on the arm. For treatment, the patient changed out the pod for a new pod. The pod was discarded.